Event description:
It was reported that the patient experienced a stroke. The patient presented for a transcatheter aortic valve replacement (tavr) procedure. A sentinel embolic protection device was deployed in normal fashion with both filters deployed. The procedure was completed. The patient was fine immediately after the tavr procedure. The day after the tavr procedure the patient experienced stroke like symptoms with difficulty speaking and bilateral weakness. Within in 2 days all symptoms where gone. It is unclear to the depth of the stroke. The cause of the stroke is unknown. Per the physician the patient is fine and doing well. The patient has made a full recovery and was discharged home.